Event description:
Additional information: it was later noted that the ¿patient was not having any symptoms¿ and then it was noted that the skin had eroded around the pump and the pump was beginning to show through the skin. It was not known by the reporter if a culture had been taken or what the results were. The device was removed ¿for safety¿ and the patient was placed on antibiotics. The device was not replaced ¿but likely will in the near future.¿ the healthcare provider said patient was ¿doing very well.¿

Event description:
It was reported that the pump was visible due to possible skin erosion. Additionally, they were going to have to explant it for a "possible infection". At the time of report, the patient's dose was being weaned down before the explant. The pump system was being used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. (B)(4).